Event description:
Information received by medtronic indicated that the insulin pump back was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version: 4.11d. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged backside of pump near belt clip rail). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, partially detached retainer, pillowing keypad overlay, and cracked case on corner of belt clip rails. In summary, customer allegation for cosmetic damage (damaged backside of pump near belt clip rail) was confirmed during visual inspection where cracked case on corner of belt clip rails was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.